Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The consumer reported that they had a loss of stimulation. It was reported that when they bend over or sit down, the stimulation will shut off. It was reported that this has been happening since they had a pump implanted on (B)(6) 2016. It was reported that the therapy is on adaptive stimulation and will try taking that feature away to see if they will still feel the stimulation shut off. The consumer reported that the stimulation shut off when they were bending over/ sitting down. The stimulation change is related to positional movement. The consumer was told to contact their healthcare professional (hcp). The patient indications of use are spinal pain, non-malignant pain and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.